Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the feature which automatically monitors pacing thresholds and adjusts outputs, elevated the left ventricular (lv) lead thresholds unnecessarily high. The feature was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.